Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 19:10:29. During night drain cycle five, the patient's ultrafiltration reading was 1820ml, indicating the home patient (hp) drained 1670ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total uf removal set too low. The following labeling was reviewed: 07-19-63-294 august 6, 2010 homechoice apd systems trainer's guide. Section 12 "programming a prescription" in 12.4.4 and 12.4.5 pages 12-28 to 12-40 gives instructions on how to set the tidal therapy settings in standard mode and high dose tidal settings in standard mode. Page 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an increased intraperitoneal volume (iipv) situation. Iipv could result in a feeling of abdominal discomfort, serious injury, or death. See topic 10: increased intraperitoneal volume (iipv) on page 13-37 for iipv symptoms or if iipv is suspected." The total uf is defined on page 12-30 as "total ultrafiltration (uf) expected for the nighttime portion of the therapy. The system calculates the uf per cycle. The uf per cycle plus the tidal volume is the amount of solution drained during each tidal drain." The suggested setting for total uf is described on page 12-30 as "seventy percent (70%) of the normal night uf is a good starting point for determining the optimum total uf. For help in converting 70% of the expected total therapy ultrafiltration into a value that can be programmed as the total uf for a tidal therapy, see how do I determine tidal total uf and last manual drain uf target volume settings on page 13-12." If any additional information is received, a follow-up will be sent.